Manufacturer narrative:
The insulin pump was received with blank display due to a piece of paper stuck on battery tube contact spring. After the piece of paper was removed, the insulin pump passed functional tests, including displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power error alarm or low battery error alarm noted. The insulin pump had cracked case at display window corner. (B)(4).

Event description:
The customer reported via telephone call that he was hospitalized due to high blood glucose. The blood glucose reading was 600 mg/dl. The customer was wearing the insulin pump at the time of the event, which had a blank display. The insulin pump had not been dropped, bumped or exposed to moisture and showed no signs of physical damage. The battery cap contacts were not missing or damaged and the battery compartment and spring not damaged or corroded. After cleaning the battery cap and inserting a new battery the display still did not return. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.